Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing ineffective stimulation. The patient tried adjusting their therapy but was not getting relief in their back. Surgical intervention took place where the system was explanted to address the issue.